Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 07/10/2023, 07/17/2023 and 07/24/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Reporting address line 1: no. (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6) . Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that there was no oxygen supply. It was reported that there was no patient involvement at the time the issue was discovered. It was recommended to troubleshoot the oxygen flow touch sensor, pressure sensor, and air intake touch sensor.